Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech confirmed the unit did not work as the unit cable was cut. Tech replaced the plug harness assembly. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before any surgery it was discovered that the product did not function correctly. There was no patient involvement. An alternate device was available. At product evaluation investigation the tech confirmed the unit did not work as the unit cable was cut, exposing the metal wiring. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.